Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing that resulted in delivery of several inappropriate shocks following implant. Review of the stored episodes noted the signal went from flat to wavy. Review of alternate and primary sensing vectors noted flat signals, however, secondary was good. Technical services (ts) discussed the potential of air entrapment and discussed that it can take 14 days for the air to dissipate. The device was programmed off overnight, and the patient was given a lifevest for a week pending follow up. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing that resulted in delivery of several inappropriate shocks following implant. Review of the stored episodes noted the signal went from flat to wavy. Review of alternate and primary sensing vectors noted flat signals, however, secondary was good. Technical services (ts) discussed the potential of air entrapment and discussed that it can take 14 days for the air to dissipate. The device was programmed off overnight, and the patient was given a lifevest for a week pending follow up. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the patient was seen for in clinic follow up. The automatic setup process was completed, and all signals were noted to be clear and stable. The patient was not comfortable programming the device back on, so the patient will continue to wear the lifevest and was scheduled for a future in clinic follow up on an unknown date.